Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Corrected information: device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medication was being administered via a simple continuous dose rate as of (B)(6) 2017: gablofen with concentration 2,000.0 mcg/ml at a dose rate of 235.1 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) by the return paperwork for the pump regarding a patient receiving intrathecal lioresal (concentration and dose not provided) via an implanted pump for cerebral palsy and intractable spasticity. It was reported the pump was replaced. The patient was ¿not herself¿ per the patient¿s mom. The elective replacement indicator (eri) was 15 months. It was noted calcification was found in the pump pocket. The reason for device removal was noted as battery was depleted. There was no patient injury. The event date was (B)(6) 2017. No further complications were reported/anticipated or expected.